Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, the pt and his diet counselor reported that the infusion device did not display w2 (battery low) on (B)(6) 2012 at 10:15pm. The infusion device did display w1 (cartridge low). On (B)(6) 2012, at 3:00am, the infusion device displayed e1 (cartridge empty) and e2 (battery empty). The pt put a new battery in the infusion device and the infusion device only gives a beep. There are no alarm or error message on the display. The pt administered insulin via injection therapy. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.